Event description:
According to distributor, during system checkout device displayed message, single compressor malfunction. Device not in patient use at time of complaint.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found a single compressor malfunction alarm recorded in the driver data file. Visual inspection of internal and external components found no abnormalities. Driver failed functional testing at incoming inspection due to a single compressor malfunction alarm annunciating after the system check test and during the remaining functional test. Additional testing included re-tuning the compressor. The driver was tested again and the single compressor malfunction alarm annunciated after the compressor adjustments were made. A known functional left compressor was installed and driver passed all additional functional testing without alarm or issue. Failure investigation for this complaint confirmed the reported issue during data file review. The customer complaint was replicated during functional testing; the root cause of the reported alarm was determined to be is a nonconforming lh compressor. Failure investigation identified no other damage or test failures that could have contributed to the event. Alarms are a safety mitigation tool functioning correctly. The device was not in patient use at the time of the complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
According to distributor, during system checkout device displayed message, single compressor malfunction. Device not in patient use at time of complaint.